Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was being interrogated by a boston scientific representative (rep) who observed that this patient has had a significant number of ventricular tachycardia (vt) episodes resulting in approximately sixty (60) shocks from their ICD device. The right ventricular (rv) shock impedance was observed to range from zero (0) ohms, which is low out of range, to 113 ohms. It was noted that this patient also has a temporary impella ventricular assist device (vad) and this devices motor contains a large magnet. Evidence is suggestive that this vad is causing electromagnetic interference (emi) noise, which is being oversensed by the ICD device, resulting in inappropriate shocks and the observed low out of range shock impedance measurements. It was indicated that the patient will be having an ablation procedure soon and the vad will be removed. Boston scientific technical services (ts) also discussed with the rep to check the shock impedance once the vad is removed. The ICD device remains in-service. No additional adverse patient effects were reported.